Event description:
Caller reported blood glucose results of 458 mg/dl on aviva system 1, 189 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. Meter, strips, and customer information unavailable for aviva system 2.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2. Strips not available for return.